Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: prior to use on pt, balloon did not inflate and new trocar was opened for procedure. Operating room time not extended.

Manufacturer narrative:
(B)(4).